Event description:
Spontaneous call from pt regarding new pump malfunction. Pump just sent out for a pump exchange, however new pumps keeps alarming "malfunction, call provider". Spoke with (B)(6) , nurse who has reset pump and pulled batteries, but alarm continues. Nurse still has old pump on hand, and is able to continue infusion successfully. There is no clinical injury to pt, and malfunctioning pump is able to be returned. No missed doses or side effect from defective device. Pump used to infuse gammagard as above dose and frequency. Reported to (B)(6) by pt/caregiver.